Event description:
The customer reported to philips healthcare that "during the working test in the morning, the test is going well but the equipment is requesting a maintenance". There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.